Event description:
The device was returned to the manufacturer with no information. Pump information strips provided the drug used in the pump was compounded baclofen at a concentration of 3000 mcg/ml. The indicated dose was 150 mcg/day.

Manufacturer narrative:
Final device analysis results reveal- motor gear shaft wear.